Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a generator change procedure. Prior to the procedure, it was noted that the right atrial lead had dislodged and exhibited a loss of capture. The lead programmed inactive. The patient was stable.